Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and suffering") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two in my left and 1 in my right". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), emotional distress ("pain and suffering") and abdominal distension ("large bel (interpreted as belly)"). The patient was treated with surgery (coils taken out). At the time of the report, the pelvic pain, genital haemorrhage, emotional distress and abdominal distension outcome was unknown. The reporter considered abdominal distension, emotional distress, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: events added per social media included: bleeding, two in my left and 1 in my right, large bel (interpreted as belly). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain and suffering") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two in my left and 1 in my right". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), emotional distress ("pain and suffering"), abdominal distension ("large bel (interpreted as belly)"), gastroenteritis viral ("stomach flu") and suture rupture ("ripped my sutures open"). The patient was treated with surgery (coils taken out). At the time of the report, the pelvic pain, genital haemorrhage, emotional distress, abdominal distension, gastroenteritis viral and suture rupture outcome was unknown. The reporter considered abdominal distension, emotional distress, gastroenteritis viral, genital haemorrhage, pelvic pain and suture rupture to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2015-410870 concerning the injuries reported in this case, the following one/ones were reported via social media: bleeding, two in my left and 1 in my right, large bel (interpreted as belly) further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet received. Events stomach flu and ripped my sutures open were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain and suffering'), device breakage ('fragment'), device expulsion ('embedded into a major artery on the left side of my uterus'), embedded device ('embedded into a major artery on the left side of my uterus') and fallopian tube perforation ('protruding my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two in my left and 1 in my right". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), emotional distress ("pain and suffering"), abdominal distension ("large bel (interpreted as belly)"), gastroenteritis viral ("stomach flu"), suture rupture ("ripped my sutures open"), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (coils taken out and hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, emotional distress, abdominal distension, gastroenteritis viral, suture rupture, device breakage, device expulsion, embedded device and fallopian tube perforation outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion, embedded device, emotional distress, fallopian tube perforation, gastroenteritis viral, genital haemorrhage, pelvic pain and suture rupture to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: bleeding, two in my left and 1 in my right, large bel (interpreted as belly) quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event:embedded into a major artery on the left side of my uterus, fragment and protruding my tube were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.